Event description:
It was reported that "when putting a 6.5 x 45 ld screw into the pedicle using the self holding pedicular screwdriver, the hex end of the screwdriver broke off into the post of the screw. The screw had to be completely removed using a pair of pliers."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.